Event description:
Arthroscopy tubing would not capture fluid to pump effectively, too much tubing in the cassette part where it loops through the pump to move the fluids. Manufacturer response for arthroscope, apex (per site reporter). Waiting for the manufacturer to complete their investigation.